Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient run the controller's self test but the heart lamp did not light up. The log file contained routine events and if the self test functioned properly was unable to be determined.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an led issue was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis, and no images were submitted for review. However, a log file ((B)(4)) was submitted for review that showed events spanning approximately 4 days (24jul2023 ¿ 28jul2023 per timestamp). The pump¿s fixed speed was set to 5000 rpm and the low-speed limit (lsl) was set to 4800 rpm. There were no notable alarms active in the log file. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook section 2 ¿how your heart pump works¿ and heartmate 3 instructions for use (IFU) section 2 ¿system operations¿ describe the system controller user interface, including all lights, symbols, and on-screen messages, and explain how to perform a system controller self-test. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section d, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient was asymptomatic. The self test issue did not resolve and the controller was exchanged.